Event description:
Customer reporting what they feel is 1 false negative sars results. Customer states they were slightly symptomatic with body aches 3 weeks ago. Customer states they were positive by doctor's office test 1 week ago but are negative when testing with the qv otc test today.

Manufacturer narrative:
Investigation conclusion: a review of the DHR found that the lot met all release criteria. A review of complaint history did not identify any adverse trends for the reported issue for this lot. Root cause: unable to determine. Source: phone.